Event description:
Caller alleged discrepant results with the inratio meter compared to the lab for one pt. Complaint summary: date: (B)(6) 2013, inratio-inr: (3.5), lab-pt: (>100), time between testing: (6 hrs). Lab could not provide inr value from vein-puncture as pt value exceeded 100. Pt's therapeutic range: 2.0-3.0. Customer reported that the pt was hospitalized on (B)(6) 2013 due to nose bleeding. No coumadin was taken between inratio test and lab draw. Vitamin-k on (B)(6) 2013 and 5mg vitamin-k on (B)(6) 2013. Discharged date is unk.

Manufacturer narrative:
Investigation pending.